Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and no issues were noted. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The device was found out of specification in relation to the reported speaker failure which was verified through impedance testing. The failed speaker was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no/intermittent/low audio. There was no report of patient injury or medical intervention associated with this event. No additional information is available.